Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump powered off without user input. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction: d1, d3, d4: model #, d4: unique identifier (UDI) #, g4: combination product. Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "keeps shutting down" was not reproduced. The device was tested the customer power cord and functioned as intended. A customer battery module was tested separately and functioned as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Review of the event history log could not confirm "improper shutdown!" Messages on customer's event date as evidence for the customer-reported allegation of "keeps shutting down". The reported condition was not verified. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.